Manufacturer narrative:
The company representative noted the footswitch cable was badly kinked. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. However, it is possible the fire may have been caused via a short in the cable due to severe kinking. (B)(4).

Event description:
A customer reported that the system foot pedal caught fire. It was advised that the unit cut out immediately. The incident occurred just prior to surgery. The pt was on the table at the time and was on oxygen. The machine was removed from the theater and a back-up system was used to complete the procedure. There was no pt harm reported.